Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 1 year, 4 months due to endocarditis (source: oral hygiene). Based on the op report, the patient initially did well after having mitral valve repair. She recently presented with stroke, which was traced to cerebral emboli from mitral valve endocarditis. She had grown streptococcus mitis from her blood, and a second set of blood cultures after starting antibiotics has been sterile. Though she would likely require full mouth extraction to avoid further infection, it was decided to replace her mitral valve. Upon exposure of the valve, it was obvious that the entire ring was involved with gelatinous material which was presumed to be endocarditis; but the large vegetation, approximately 2 x 1.5 cm, was on the atrial side of the anterior leaflet near the a2 portion of that leaflet. The patient's valve was replaced with an edwards bioprosthetic valve. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
(B)(4) = "ring was involved with gelatinous material." Device not returned. Additional manufacturer narrative: unfortunately, the valve was not returned for analysis; therefore, the root cause of this event could not be confirmed. Endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. In this case, the infection was reported to have come from patient's oral hygiene. Per the op report, she had grown streptococcus mitis from her blood. No further actions are possible with the available information.